Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted the instrument was received partially applied with seventeen remaining clips. Functionally, it was observed that the jaws would not close upon actuation of the handle during testing. It was observed that the firing handle linkage was forced through the channel tube lugs, suggesting that the instrument had been fired through the safety interlock. It was reported that the clip applier did not fire. An associated device issue was confirmed. The product analysis noted evidence that the device was not used as intended. This can occur when an attempt is made to fire the instrument without first loading a clip by using the trigger. The safety interlock feature is designed to prevent the jaws from closing on a vessel in the absence of a loaded clip. If an attempt is made to forcibly fire the instrument while engaged in interlock, the lugs are designed to break as noted and the interlock feature continues to function as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy, at the first firing, the product was not used on the patient, an attempt was made to use the clip applier, but it could not be fired. The handle was able to be squeezed, but it did not return to the initial position even though loosened. A new product was used. There was no patient injury.